Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was not holding a charge and it would no longer take a charge. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.